Event description:
It was reported that a minimum fill notification occurred after the pump was filled with 150 units of insulin. There was no reported impact to the customer's blood glucose level. The customer loaded a new cartridge and resumed insulin therapy.